Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The nurse reported a faulty tego® connector with a blood bubble observed on the end of the device; there was a pop sound at the end of the treatment and the patient became acutely hypoxic. Met call was initiated, on 4l (liters per minute), the patient required oxygen therapy and then the situation resolved. Information was entered in the wa health product complaints portal as follows: post dialysis events: blood return and nil blood loss. Pt obs (observations) were then stable. However, when they heard a 'pop', they saw blood burst out of the "a" port. They immediately clamped the a port. Patient sudden complaint of breathlessness, patient cyanotic. Sats 61% on room air. O2 4l given sats 65%. The nurse coordinator was informed and the met call was activated and arrived. In addition, the customer also stated that the access point of the tego has bubbled outward. The event occurred during use on patient. Someone became aware of the issue through clinical nurse observation. The product was contaminated or contain a biohazard or chemotherapeutic agent. A picture was provided showing the sample inside the package with a red stain.

Manufacturer narrative:
D9 - date returned to mfg: 12/19/2025. Received one (1) used d1000 tego connector for inspection. As received, the seal was domed allowing the slit to be open while inactivated. The tego was disassembled and found to have insufficient adhesive to prevent doming. The reported complaint can be confirmed. The probable cause for the domed tego is due to an inconsistent application of adhesive during assembly. A photo was provided. Blood was observed inside of the tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
Recall#: z-1111-2026.

Manufacturer narrative:
Corrected information can be found in h9 - correction/removal report no.